Event description:
It was reported that high impedance of >=10,000 ohms was found during a new patient implant surgery. Reportedly, the connection between the lead and generator was checked (which appears to mean pin reinsertion was performed) but the impedance remained high. The lead was replaced with another lead of the same model and impedance was within normal limits. There was no consequence for the patient other than an increased duration of surgery. A review of device history records for the lead shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution. Follow up with the implanting surgeon determined that there was no visible abnormality with the lead. It was indicated that there was no excessive manipulation of the lead since the implanting surgeon is very experienced with the procedure. In response to troubleshooting, no specific troubleshooting is reported but it was stated the surgeon followed the procedure. The suspect lead has not been received to date. No additional or relevant information has been received to date.

Event description:
The lead was received by the manufacturer and an analysis was performed on the returned lead. Setscrew marks were not observed on the connector pin. The condition of the lead assembly returned is consistent with conditions that typically exist following an attempted implant procedure; therefore the absence of setscrew marks on the connector pin is evidence that the lead assembly was not fully implanted. No other obvious anomalies were noted. Continuity checks of the returned lead assembly were performed with no discontinuities identified. Overall length and resistance measurements of the complete returned lead were determined to be in compliance with those defined in the manufacturing specifications. Based on the findings in the product analysis lab, there is no evidence to suggest any device-related anomaly with the returned lead which may have contributed to the reported high impedance. A review of device history records for the generator shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution.

Manufacturer narrative:
If follow-up, what type; corrected data; supplemental MDR #1 incorrectly marked the report type as ¿device evaluation¿ which should not have been marked due to the updated suspect device.

Manufacturer narrative:
Device evaluated by MFR?; corrected data: supplemental MDR #1 incorrectly marked the device as ¿yes¿ which should not have been marked due to the updated suspect device. (B)(4).

Event description:
It was reported by the surgeon that they had attempted to insert the lead into the generator one or two times, and used the same method on the next lead that was implanted correctly. No additional or relevant information has been received to date.